Event description:
False (B)(6) advia centaur xp hbsag results were obtained for three patient samples. The patient samples were retested and the results were (B)(6). Repeat testing was performed on another instrument and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011. (B)(4) 2012: additional information: a siemens field service engineer (fse) was sent to the customer site for system inspection and found leaking tubing and loose valves. The fse tightened connections and valves. The qc was run successfully. The fse was back on-site and found a cracked reagent probe 3 linear guide that was repaired. It is unclear if the issue was completely mechanical in nature. No conclusion can be drawn.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.